Event description:
The watchman (with 81 mg aspirin) failed to protect my wife from two blood clots and strokes. She died on (B)(6) 2017 (the watchman is a left atrial appendage closure device and implant to reduce the risk of blood clotting/stroke and the need for blood thinners). (B)(6) had atrial fibrillation and she had been on various blood thinners. In (B)(6) 2016 she was having increased difficulty tolerating blood thinners as she had avm's that would break off and not heal. So, her cardiologist knew of a doctor that would implant the watchman to reduce the risk of blood clotting/stroke and need for blood thinners. This device was placed in her heart on (B)(6) 2016. She still needed to be on 81 mg aspirin to help keep other blood clots at bay. However, on (B)(6) 2017 she had stroke (blood clot in the brain) and was taken to frederick memorial hospital. She could not move her right side, and not speak nor write. The hospital gave her tpa and she was making a great recovery. She could now move, speak and write with little difficulty. Then, while about to be discharged on (B)(6) 2017, she had another stroke. It was too soon to use tpa again, so (B)(6) was flown to the (B)(6) medical center in (B)(6) to try to get the clot by going in an artery. However they failed to retrieve the clot. Again, she had a blood clot in the brain (stroke). (B)(6) could not move right side, and not speak nor write. She also had brain bleeds, could not swallow food, had to be fed through a tube in her nose. On (B)(6) 2017 she died at the (B)(6) hospital. With hindsight, after (B)(6) had the watchman implanted, she discovered she could tolerate plavix (clopidogrel). Perhaps the addition of this medication with the watchman might have saved her but no one recommended that. All that was needed in the watchman and aspirin. Clearly that did not work.